Event description:
It was reported by a family member that the patient had an infection. The patient is a foreign citizen visiting the united states. The family member stated that the physician determined the pacemaker should be replaced. The family member declined to provide any information about the patient, device or physician. The status of the device is unknown. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.